Manufacturer narrative:
The device was not returned, and the serial number is unknown; therefore, a device analysis could not be completed. The likely cause of the reported events was associated with use error. The manufacturer's operator manual warns that collapsed tubing can affect the flow-rate accuracy. The manual also instructs to open all clamps before pressing 'start' to commence infusion therapy. Failure to fully resolve any upstream occlusion before restarting the pump can cause the pump to not re-alarm as expected. Use errors and proper user instructions are addressed in ¿spectrum operator manual¿, which is shipped with every spectrum device. The manual instructs the user to confirm safe operation and to never operate the sigma spectrum infusion pump unless all the following safe operations are being practiced; ensuring that IV sets or container vents are properly functioning, that tubing clamps are in the proper positions and that tubing is free from kinks or signs of collapse outside the pump to prevent undetected upstream occlusions. Observing the drip chamber to verify that there is no flow from the fluid container when the pump is stopped. Ensuring the drip rate approximates the pump¿s flow rate during run operation. Ensuring correct patient, correct route, and correct drug. Ensuring pump settings, for example, drug/concentration, dose mode, dose rate and time. Monitoring vital signs and IV access sites per facility¿s standard practice of care. Monitoring the infusion to ensure that the infusion is delivered as intended. It also provides step by step instruction for the proper set up of an infusion with the device. Per a caution statement in the spectrum iq operator's manual, "the upstream occlusion detector may not detect partially occluded tubing. Always check to ensure the IV set¿s clamp is not closed above the pump and respond appropriately to all primary and secondary check flow prompts¿. This event is potentially within scope of field action fa-2021-056. Baxter is communicating important safety information for spectrum v8 and spectrum iq infusion pumps related to potential reduced or non-delivery of medication, in some cases without alerting the user via pump alarm. This may occur as a result of incorrect administration set setup and/or incomplete resolution of upstream occlusion alarms when using spectrum v8 and spectrum iq infusion pumps. As described in the instructions for use (IFU), it is imperative to fully resolve any upstream occlusion before restarting the pump after an upstream occlusion alarm. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during patient infusion of precedex (a sedation medication, 47ml/hr.) With a spectrum iq pump, the patient became tachycardic, hypertensive, agitated and had increased pupils following an under infusion of the medication. The nurse disconnected the line and noted it was not dripping. The line was found to be clamped between the pump and the medication bag. According to the reporter, the line tubing was ¿completely flat¿ between the clamp and the pump. It was confirmed the vascular catheter was "well" flushed before the start of the infusion. It was further reported the pump did not generate an "upstream occlusion" alarm throughout the shift. The medication line was ¿briefly¿ disconnected from the patient, re-primed and restarted with increased sedation infusion and ¿prns¿ were given. Subsequently, the patient recovered. Attempts were made to retrieve the device for evaluation; however, it was not reported if the device or event history logs files were available. No additional information was obtained.